Event description:
Two coronary stents with delivery systems were successfully deployed at the target lesion site in the pt's right coronary artery. During attempts to advance a third coronay stent with delivery system through the two deployed stents with the protective sheath retracted, the stent dislodged off the balloon catheter. The dislodged stent became entangled between the two deployed stents. Attempts to retrieve the entangled stent with microsnare were unsuccessful. The pt was sent for coronary artery bypass graft surgery. Surgery was successful and there were no clinical sequelae reported relative to the event.